Event description:
Overdelivery reported. The pump was set to infuse an unspecified maintenance/hydration solution ("probably lactated ringers or d5.25ns") at 125ml/h with a 1000ml volume to be infused. After approx 4 hours, the nurse responded to a device alarm and found the entire 1000ml had infused. She did not recall specifically, but believes the alarm was for air-in-line. The pt spontaneously diuresed the extra fluids without any adverse effects. No additional info was available.